Manufacturer narrative:
Correction: the correct explantation date was (B)(6) 2024; not (B)(6) 2024, as previously reported.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to positioning problem where the electrode array has been introduced in the vestibular area. The patient was reimplanted with another cochlear device during the same surgery.